Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that a few tampons came apart upon removal and tampon pieces remained inside of her. There have been three attempts to contact the consumer, but we have not been successful. It is unknown if the consumer had received medical attention. No further information is available at this time.